Event description:
Patient developed an infection after implantation. Implant was removed at a different facility than where it was implanted and closed without any further reconstruction.

Manufacturer narrative:
Device not returned for evaluation as the facility decided to keep the product. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.